Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. In addition, a complete insertion of the active electrode array was not achieved at implantation surgery. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user is bimodal and apart from his hearing issue, he also has a behavior disorder. Because of this, it is difficult to assess of his hearing. Recently, the user did not respond to sound with the implant. Further medical intervention is considered however, the parents want to have a second opinion.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. In addition, a complete insertion of the active electrode array was not achieved at implantation surgery. This is a final report.

Event description:
The user is bimodal and apart from his hearing issue, he also has a behavior disorder. Because of this, it is difficult assess his hearing. Recently, the user did not respond to sound with the implant. The user has been explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is bimodal and apart from his hearing issue, he also has a behavior disorder. Because of this, it is difficult to make an assessment of his hearing. Recently, the user did not respond to sound with the implant. Further medical intervention is considered however, the parents want to have a second opinion from another surgeon.